Event description:
The suspect device was used to check the customer's blood glucose and a result of 161 mg/dl was obtained. One hour later the pt was taken to the hosp because they felt dizzy and had difficulty breathing. Their glucose was 46 mg/dl at the hosp. The pt was treated with an IV. Controls were in range. The device was replaced and requested to be returned for evaluation.